Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse reviewed the pneumatic schematic with the customer. The pse provided the part number and pricing for the solenoid and data acquisition (da) board only. Multiple attempts were made to contact the customer to gather additional details; however, no additional information was provided. If additional information is received, the complaint will be reopened and updated accordingly. No parts returned to failure investigation. Therefore, the determination could not be made that the device failed to meet specifications.

Event description:
The customer reported that the proximal pressure sensor auto zero failed during use. There was no patient involvement at the time the issue was discovered.